Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that 1720 error code was recorded in history. During analysis, the customer's reported problem was verified. The pump was found to be displaying "1720" error code alarm message. Service recommended to replace the faulty back-up capacitor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.